Manufacturer narrative:
Device evaluation summary device evaluation of monitor (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation, the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The monitor also intermittently displayed service code 204 (monitor unusable). The cause for the test failure and code 102 was isolated to an open r45 resistor on the computer/analog board and a broken solder connection to component c22 on the defib board. The cause for the service code 204 was isolated to no ouput coming from component y402 on the ca board. The root cause for the open r45 resistor could not be positively identified. The root cause of the broken solder joint could not be positively identified, but the damage likely resulted from physical abuse. The root cause for the lack of output at y402 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor displayed a service code.